Manufacturer narrative:
(B)(4).

Event description:
The leads moved. The patient had surgery to fix the leads in 2007. A month later, they came out. The leads moved again. He had surgery to fix the leads again in 2008 and 2009. The patient experienced a loss of therapeutic effect. The patient was supposed to get neurostimulation coverage in his legs and back. He feels a little in his leg and nothing in his back. It was determined that the leads have shifted to the right. The patient didn't want to go to surgery again. Reference mfg report # 3004209178201100455. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.